Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during collection, blood leakage between the pump body and the trocard. There was blood leaking into the tube and inside the pump body (1/4 of the volume). There was no report of adverse patient impact.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during collection, blood leakage between the pump body and the trocard. There was blood leaking into the tube and inside the pump body (1/4 of the volume). There was no report of adverse patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-17. H.6. Investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.